Event description:
A 58 yr old white female with bilateral breast implants and recurring left breast cancer, has been experiencing pain and discomfort from the implant. The pt was admitted for excision of left chest wall mass and bilateral removal of implants. Both implants were found to be ruptured.